Event description:
It was reported that the patient¿s stimulator extruded from the device pocket due to the patient sitting/laying on it for an extended period of time. The patient had been on bed rest due to a broken leg. Lead migration also occurred. The patient had a loss of stimulation as well as a loss of therapeutic effect. The device was explanted. Wound debridement also occurred as there was an infection present due to the extrusion and exposure to air. The wound location was noted to be the device pocket, lead extension connection and lead location. Of note, the patient did not have an extension registered to them in the company¿s device registration system. The patient¿s status was reported to be alive with no injury or adverse event. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v481096, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3093-28, lot# v481096, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).